Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of damaged bag and peritonitis in a male patient (age not reported) coincident with physioneal, unspecified product therapy. On an unreported date, the patient began treatment with physioneal, unspecified product therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). It was reported that on an unreported date, an administered bag was damaged. On an unreported date, the patient experienced peritonitis. It was not reported if the patient required hospitalization, if a peritoneal effluent analysis and culture were performed or if remedial therapy was rendered. It was not reported whether physioneal, unspecified product therapy was ongoing or if the event of damaged bag and peritonitis had resolved. The nurse did not provide an assessment of causality for the event of peritonitis.